Manufacturer narrative:
The following patient identifiers are linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during trans cervical resection in saline procedure, the subject device broke while inside the patient. A medical intervention was done to retrieve the broken part successfully. As the physician was finishing the procedure, the loop broke off again. There was no indication that the second device broke inside the patient. This resulted to a procedural delay of more than 30 minutes. The procedure was then completed with the use of a similar device. There were no further reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Three attempts were made to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Following field was update: g3, h2, h6, h11. The device did not return to olympus for inspection; therefore, the reported failure was not confirmed. Based on the investigation results, no nonconformances were found related to the reported issue. According to the investigation, the cause of the reported issue could not be established due to no findings available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.